Event description:
The customer reported that a temp sensor failure error message displayed on the system.

Manufacturer narrative:
The temp sensor error was due to a faulty wiring or wiring connection near the x-ray tube. He advised the customer about the fault and he will correct the problem. The low ma and kv errors were corrected via filament calibration. The system operates as intended.